Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 469mg/dl. Troubleshooting was performed. It was stated that the customer was experiencing unexplained high glucose for the past several days. It was stated that the customer was treated with an insulin drip. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir alarms. It was stated that the customer did not feel comfortable and requested a replacement of insulin pump. No further info was provided.